Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx vision instruction for use instructs: prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. In this case, the failure to inspect the stent delivery system (sds) prior to use did not contribute to the stent dislodgment. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the preparation of a rx vision stent delivery system was completed according to instructions for use and during a mildly tortuous, mildly calcified left anterior descending artery stenting procedure, the rx vision stent delivery system was advanced into the patients' anatomy. Once at the lesion, an angiogram was done and it was noted that the stent was dislodged from the rx vision stent delivery system. The rx vision stent delivery system was removed and the rx vision stent was found on the preparation table outside the patients' anatomy. Reportedly, it is thought by the account that the stent must have dislodged during preparation as the yellow sheath was being removed from the stent delivery system. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps-failure to inspect the device prior to use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.